Event description:
It was reported that: "the user was unable to connect the trach-vent to the oxygen tube during use. Connection was loose and the oxygen tube came out. The connector on this lot may be too large. No other lots have had the same issue. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The actual device was not available; however, the customer returned a representative sample for investigation. A visual exam was performed and no defects were observed. A dimensional evaluation was also performed and the device was found to be within specification. The manufacturing site reports "in current manufacturing procedure, incoming quality control (iqc) department will conduct sampling dimensional inspection before release the part item into production. In production, 100% visual inspection at assembly area is conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment." A device history record review was performed and no relevant findings were identified. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned representative sample. The device was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the user was unable to connect the trach-vent to the oxygen tube during use. Connection was loose and the oxygen tube came out. The connector on this lot may be too large. No other lots have had the same issue. There was no reported patient harm or consequence."